Event description:
The pt experienced overdose symptoms two days after she had undergone catheter revision surgery and was subsequently admitted to the ICU. The pt had increased pain, respiratory difficulty, vomiting, fever, trouble with speech and formulating words, the pt was unable to sit up or stand and stated that her neurological interactions were at the speed that they were before the catheter revision. The pt's husband indicated that the pt was dosed at 4.129 mg/day before the revision. The physician discussed that he reduced the dose to 1.998 mg/day after the revision to prevent potential overdose. The pt's husband had a print-out showing the rate was programmed at 1.998 mg/day. Four days after being admitted to the ICU, the pump was interrogated and confirmed a dose of 4.129 mg/day. The pt's husband questioned if it was a pump problem or human error. A programming error was confirmed and an incorrect dose was programmed by home infusion pharmacy. The pt's symptoms were not resolved 24 hours after the ICU increased the dosage to 0.122 mg/day. On (B) (6) 2010, the physician stopped the pt's pump with a magnet and gave the pt narcan to counter the effect of the overdose (B) (6) 2010, the husband had stated that the pt had shown some signs of improvement. The magnet was ordered to be removed as the pt's condition improved. The pt recovered without sequela. The medications being delivered via the device system were bupivicaine, clonidine, and morphine.

Manufacturer narrative:
(B) (4).